Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/22/2024. It was reported that the patient was in the hospital for less than 24 hours and discharged on the same day. No additional patient or event information is available.

Event description:
It was reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient was experiencing a severe headache, vomiting, and chest pain. The patient¿s cgm was reading 44 mg/dl and the bg meter was reading 600 mg/dl. The patient was taken to the emergency room (ER) (no mention of by whom). The patient was treated with insulin and 2 bags of unspecified IV fluids. The patient also had lab work done. The patient was still in the ER with a bg of 415 mg/dl at the time of report. Attempts to reach the patient¿s family for an event update were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.